Event description:
It was reported via clinical study that a patient experienced back and neck pain approximately 1 year after their index surgery. This was initially reported in relation to a cascadia cage reported via mrn 3004774118-2020-00081. Additional information received on 7/22/2021 indicated there was no complaint against this cascadia cage and it was in fact two mesa screws that had migrated. It was noted that a rod had disconnected from a mesa screw at right l5. The patient was revised and it was discovered at this time that the screw at left l6 was also loose. The two pedicle screws, at right l5 and left l6, were then removed and replaced. This report captures the loose screw at left l6.

Manufacturer narrative:
The device was not able to be physically inspected, but x-rays were available for evaluation. Upon review, it was observed that the screws implanted at right l5 and left l6 were about to disengage from their associated rods. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. Stryker spine received additional information that the patient had fallen post-operatively following a muscle spasm. According to the adverse event report, the spasmodic nature of the subject's musculature caused pain in the lower back and left leg. Following an x-ray, it was discovered that the rod had disconnected from a mesa screw at right l5. The patient was then revised and it was discovered at this time that the screw at left l6 was also loose. The two pedicle screws, at right l5 and left l6 were then removed and replaced. As no devices were available for evaluation, the root cause could not be determined conclusively. Nonunion may have contributed to the failure. According to the IFU, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Additionally, patient trauma may have introduced unanticipated loading to the construct, leading to the axial slip along the rod.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported via clinical study that a patient experienced back and neck pain approximately 1 year after their index surgery. This was initially reported in relation to a cascadia cage reported via mrn 3004774118-2020-00081. Additional information received on 7/22/2021 indicated there was no complaint against this cascadia cage and it was in fact two mesa screws that had migrated. It was noted that a rod had disconnected from a mesa screw at right l5. The patient was revised and it was discovered at this time that the screw at left l6 was also loose. The two pedicle screws, at right l5 and left l6, were then removed and replaced. This report captures the loose screw at left l6.